Event description:
The daughter of a (B) (6) pt contacted lifecor customer support to report that she could not remember how to download. Support sent a pt services representative (psr) to the pt to retrain the pt and daughter how to download. Download came through a revealed that there is a problem with the electrode belt. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of the defect is unk, but appeared to be strain placed on the cable by pt wear. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.